Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional summary: it was reported performance fixation feature breakage. An empty opened foil, an empty labeled winding former and a dispensed needle-suture of product were returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected. The suture was examined along of strand, the first loop was opened therefore the second loop was not present; also, body fluids along of strand were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample received, it could not be determined what may have caused the reported incident of: ¿the end part of the loop of the barbed suture was broken during continuous suturing on the dermis¿.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6) 2018 and a barbed suture was used. During the procedure, the end part of the loop of the barbed suture was broken during continuous suturing on the dermis. There were no adverse consequences to the patient. No additional information was provided.